Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture (unknown baker grade)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (unknown baker grade), rupture.

Event description:
Patient representative reported patient was diagnosed with rupture of the left device by ultrasound and capsular contracture (unknown baker grade). Patient representative reported "[patient] complained of alternating phases of amenorrhea and hypomenorrhea" which was found to be not device-related. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient representative reported patient was diagnosed with rupture of the left device by ultrasound and capsular contracture (unknown baker grade). Patient representative reported "[patient] complained of alternating phases of amenorrhea and hypomenorrhea" which was found to be not device-related. Device has been explanted.

Manufacturer narrative:
No device was received. Just device photo. Visual analysis: device photograph(s) for the device related to the reported event of rupture, capsular contracture and other medical-ndr was reviewed on july 11, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Other medical-ndr: not applicable as the event is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Patient representative reported patient was diagnosed with rupture of the left device by ultrasound and capsular contracture (unknown baker grade). Patient representative reported "[patient] complained of alternating phases of amenorrhea and hypomenorrhea" which was found to be not device-related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, g2.

Event description:
Patient representative reported patient was diagnosed with rupture of the left device by ultrasound and capsular contracture (unknown baker grade). Patient representative reported "[patient] complained of alternating phases of amenorrhea and hypomenorrhea" which was found to be not device-related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification), two openings on posterior and radius side assessed as surgical damage and missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Additional observations: crease is observed. Red particles were observed on the shell. Red particles were observed on the gel.

Event description:
Patient representative reported patient was diagnosed with rupture of the left device by ultrasound and capsular contracture (unknown baker grade). Patient representative reported "[patient] complained of alternating phases of amenorrhea and hypomenorrhea" which was found to be not device-related. Device has been explanted.